Event description:
It was reported that (3) tct75 and (3) trt75 were used during a thoracotomy procedure. It was reported by the rep that the stapler would not fire all the way, but only about 1/4 of the way. The hosp tried a new reload in each stapler and had the same problem. Had to complete the resection with a tx60g. There was consequence to pt.